Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there was an incorrect output reading. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken and dented, both bail covers were broken, the ring was bent and the keyboard was scratched.

Manufacturer narrative:
Further analysis was performed on the main pcb. This analysis found that a resistor component open circuit was responsible for the atrial channel output compromise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.